Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional event information is available. No product or data was provided for evaluation. Loss of connection could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and it failed due to a defective transmitter. The log was unable to be downloaded. The allegation was confirmed. The root cause was determined to be a defective transmitter.